Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR since the treating doctor considered the event was serious and life threatening to the patient and the invisalign product was being used at that time.

Event description:
The patient reported symptoms of difficulty breathing, wheezing and swollen face, tongue, lips and throat. The patient reported visiting an allergist due to the reported symptoms. The patient reported taking benadryl (over-the-counter, antihistamine) to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2017. The treating doctor considered the event was serious and life threatening to the patient.